Event description:
Light stroke [ministroke]. Little sore [pain]. Pain [joint pain]. Osteoarthritis bad in his right knee and shoulder [osteoarthritis aggravated]. Case narrative: initial information received from healthcare professional on 05-mar-2019 regarding an unsolicited valid serious case received from a consumer. This case involves a (B)(6) years old male patient who had treatment with medical device hylan g-f 20, sodium hyaluronate (synvisc) and after unknown latency experienced light stroke, pain/little sore and osteoarthritis bad in his right knee and shoulder. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. The patient received steroids concurrently since 2013. On an unknown date in 2013, the patient started using hylan g-f 20, sodium hyaluronate, intra-articular injection at the dose of 2 ml, 3 injections (lot - unknown) for osteoarthritis. On an unknown date, after the hylan g-f 20, sodium hyaluronate patient was a little sore. On an unknown date in 2017, after unknown latency, patient had light stroke. On an unknown date, after unknown latency, the osteoarthritis was bad in the right knee and shoulder and patient stated that pain was killing him for which the patient was considering hylan g-f 20, sodium hyaluronate (synvisc one). Patient was active and got a lot to do. Patient's healthcare professional stated states that the steroids shots would rot out the cartilage in his knee. It was not reported if the patient received a corrective treatment. Outcome: unknown for all events. Seriousness criteria: medically significant for light stroke. A product technical complaint was initiated and results were pending for the same.

Event description:
Light stroke [ministroke] . Little sore [pain] . Pain [joint pain] . Osteoarthritis bad in his right knee and shoulder [osteoarthritis aggravated]. Case narrative: initial information received from healthcare professional on (B)(6) 2019regarding an unsolicited valid serious case received from a consumer. This case involves a 86 years old male patient who had treatment with medical device hylan g-f 20, sodium hyaluronate (synvisc)and after unknown latency experienced light stroke, pain/little sore and osteoarthritis bad in his right knee and shoulder. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. The patient received steroids concurrently since 2013. On an unknown date in 2013, the patient started using hylan g-f 20, sodium hyaluronate, intra-articular injection at the dose of 2 ml, 3 injections (lot - unknown) for osteoarthritis. On an unknown date, after the hylan g-f 20, sodium hyaluronate patient was a little sore. On an unknown date in 2017, after unknown latency, patient had light stroke. On an unknown date, after unknown latency, the osteoarthritis was bad in the right knee and shoulder and patient stated that pain was killing him for which the patient was considering hylan g-f 20, sodium hyaluronate (synvisc one). Patient was active and got a lot to do. Patient's healthcare professional stated states that the steroids shots would rot out the cartilage in his knee. It was not reported if the patient received a corrective treatment. Outcome: unknown for all events. Seriousness criteria: medically significant for light stroke. A product technical complaint (ptc) was initiated on (B)(6) 2019 for synvisc. Batch number: unknown; global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 08-mar-2019. Global ptc number and results were added. Text amended accordingly.